Manufacturer narrative:
It is now reported that there was an extrusion of the receiver stimulator. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on october 19, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to improper placement of the electrode array. The patient was reimplanted with a new device.